Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported by the manufacturer representative that the patient had been having trouble with their implantable neurostimulator (ins). The caller clarified that it sounded like the patient just was not using the device and had it turned off for several years. The caller indicated that the patient was not complaining about anything but did not say exactly why they stopped using the device. The caller thought that it may have been due to a personal issue but had not asked the patient to clarify. It was reported that the patient wanted to start using the battery again so once the patient got a replacement programmer and antenna they would set up a time to meet with the patient. The caller stated that the event date was unknown. The patient had moved in 2012 but it was not known when the patient had stopped using the ins. Additional information was received directly from the consumer on 2017-01-06 reporting that the patient had lost their patient programmer and had meet with the manufacturer representative because the implant was not working. The patient reported that the manufacturer representative had not checked the ins status during the meeting. The representative indicated that they would check the ins status once the patient got a new programmer. The patient stated that from there they would determine if the ins would need to be replaced because it was not working. The patient stated that they would call the health care professional (hcp) for shipping information and if the office was open the patient would call the manufacturer back next monday (2017-01-09). It was reported that the patient had moved briefly to another state but was back now. The consumer reported that the event date was (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient stated that they would call patient services to get a new programmer and call if there was any concern with the device. The patient had not called back with any concerns.